Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it was not in its original packaging. There is one suture loop that is separated between the hub and the shaft, but only the hub was received. The second suture loop is intact. Based on the information provided, after two failed attempted, the procedure was successfully completed without a significant delay using a third meniscus mender ii. Since there was no alleged harm to the patient, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided, this complaint would be re-assessed. The complaint was confirmed, and the root cause was associated with device design. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A corrective action for this failure mode is in place.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during an arthroscopy and meniscus repair of the right knee, the two loop metal shafts of the meniscus mender ii were bend and broke off from the knobs while removing from the plastic packaging. Another meniscus mender ii was opened, the two loops had resistance while inserting into the needles, after many tries, the loop became kink. The procedure was successfully completed without significant delay using another meniscus mender ii. No patient injury or other complications were reported.